Event description:
It was reported by pt that she underwent total hip arthroplasty in 2008, in which pt received a durom acetabular cup. Post op, pt has been experiencing pain and surgeon has recommended a revision, but is not yet scheduled.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.